Event description:
It was reported that patient presented remotely. It was noted that patient had right ventricular (rv) lead noise. It was also noted that the lead had high impedance and high pacing thresholds. No intervention was performed. Patient condition was stable.